Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria.the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a flap that was not centered due to "belling" and small white to white during flap creation of the left eye. It was noted that the patient was given valium while waiting for treatment and a longer than anticipated wait time causing the patient difficulty keeping head still. The difficult to lift flap was noted to be caused by a small tag at 3 o'clock. A mini blade was used to cut the tag and a bandage contact lens was placed on the eye. Additional information received states the patient is doing well and the procedure was completed the same day.